Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2519 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was a regular insertion and upon pulling out the safety cap came off instead of remaining over the needle. No other information was provided.